Manufacturer narrative:
The device was received for evaluation. Investigation is pending. (B)(6).

Event description:
The event occurred on an unspecified day in (B)(6) of 2022 and (B)(6) 2022 involving a plum 360 where concerns were reported regarding the delivery rate during infusion. The pump was returned to the electrical and biomedical engineering (ebme) team and attempted to perform a service check. It was noted that the code to get into the biomed menu had changed. When trying to trigger the alarm, the error code ¿e301-replace pump audio alarm failure¿ was triggered. When turning the pump off and on again, it no longer acknowledges being plugged into the main power and shows error ¿340- power off then on, replace pump if continues¿, but the alarm is silent and sometimes will not turn on but the b light flashes. For the event that happened on april 2022, line a was not infusing, and line b delivered 1 bag in half the time (it was meant to with prescribed setting of 1 bag over 2 hrs). For the event that happened on (B)(6) 2022, the pump setting was unknown with prescribed setting of 136ml/hr (approximation from nurse manager) but the pump did not deliver as it was intended to do and it was reported that the flow was too fast (e,g. 272ml/hr rather than 136ml/hr). The customer was able to turn the pump back on and checked the flow and was found to be accurate within +/-5%. However, they are having further issues turning the pump back on once it has been turned off. There was patient involvement, but no patient harm noted.

Manufacturer narrative:
The device was received for evaluation. The device would not power on and the line b light flashed. The piezo alarm was replaced and the device could now be powered on in order to access the logs. The logs were downloaded and reviewed. The deliveries on the dates in question were confirmed to be accurate within accepted tolerances. Only stopping due to alarms or user input. The device was running as per the customers specified setting of 136ml/hr for 1 hour. The result was a delivery of 137.9ml which was measured using scale (cpn-017). This was less than 1% over the volume programmed which is within the +/- 5% tolerance. The e301 alarms were confirmed in the logs and point towards a piezo alarm fault. The pump then passed functional testing (pumping with no alarms). The delivery complaint was not confirmed through analysis of the logs or during testing. E340 alarm was not confirmed as there was no indication of this alarm in the log review. The .963 not accessing biomed could not be confirmed, this relates to keypad lock not biomed access.